Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a fall and after that the lead was not working anymore. The lead was replaced. Additional information was requested.